Event description:
It was reported that the patient presented remotely via merlin.net transmissions. High frequency non-electrical noise was noted on the right atrial lead and some intermittent noise of smaller amplitudes on the ventricular channel. Lead noise was suspected. Oversensing noise on the atrial channel led to inappropriate mode switch. No further information was available.